Event description:
On (B)(6), 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6), 2011, the pt presented to the emergency room with a fever and thoracic pain. At the end of november (exact date unk), a slight dissection was revealed proximal to the previously implanted gore tag device. The physician suspected an infection, but the pt's blood culture results came back negative. The pt also developed hemoptysis while in the hospital. On (B)(6), 2011, an open surgery was performed to remove the gore tag device and the pt was implanted with a vascular graft. The pt tolerate the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.